Event description:
Customer reported the au680 clinical chemistry analyzer generated falsely elevated sodium (na) results on 3 patient samples. No erroneous results were reported out of the laboratory. There was no affect to patient treatment. Review of customer supplied data identified that chloride (cl) results were also considered erroneous on these patient samples. Customer stated that controls were performed before and after the event with all results acceptable and within facility generated ranges.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and replaced the ise buffer valves, ise temperature stabilization block, ise motor controller board, ise a/d (analog to digital conversion) controller board to resolve the issue. System performance was verified. Fse performed precision and full qc with acceptable recovery. No further issues were noted. (B)(6).